Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4). Case status: open. Summary: npi 8015 800.8000 error. Case notes: (B)(4). Sn (B)(4). 8015 800.8000 error. Logs only. Recommend to reflash software. If software fails or error does not clear, replace logic board. Biomed will try to reflash software.